Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 981670) was returned with a contra angle temporary fixation screw (part# 76-0017, lot# 636820) in the collet. The driver showed signs of moderate use with some minor discoloration on the handle and knob, likely from repeated autoclave cycles. The driver was functionally tested by attempting to remove the temporary fixation screw. The screw could not be removed. The driver was disassembled for further investigation. The screw was found to be not fully inserted into the collet upon removing the cover from the head assembly. The screw was difficult to push out. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event the blades being stuck in the driver was due to the connection issues due to the supplier using blades, and not the min/max gage, to design the collet resulting in the collet failing the max gage inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00867-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) #: (B)(4). Concomitant medical product: biomet microfixation 90° contra angle driver catalog #: 24-1189 lot #: 172350. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00867.

Event description:
It was reported a temporary fixation pin is stuck in the driver. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.